Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic infection ("pelvic infection") and back pain ("back pain gts worse - some days I am unable to walk/severe and persistent back pain/back pain(constant stabbing)") in a (B)(6) female patient who had essure (batch no. A20063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hemochromatosis in 2011. She did not have allergy to nickel or any other component of essure. Previously administered products included for hormonal imbalance: birth control pills from 1990 to 2013. Concurrent conditions included uterine inversion. Concomitant products included estradiol for menopause. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced back pain (seriousness criterion disability). In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2012, the patient experienced arthralgia ("joint pain/joint pain(joint(ankle knee) (cramping in anytime I would get up and walk distances)"). In (B)(6) 2014, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), confusional state ("brain fog"), fatigue ("fatigue"), mental disorder ("aggravated any psychiatric and/or psychological conditions"), nasopharyngitis ("colds"), sinus disorder ("sinuses"), complication of device insertion ("difficulty (getting one of the coils in) placing the essure") and procedural haemorrhage ("internal bleeding during hysterectomy"). On an unknown date, the patient experienced abdominal distension ("bloating"), gastrointestinal disorder ("gastrointestinal issues"), depression ("depression"), weight increased ("weight gain"), joint swelling ("swelling of the feet and ankles") and peripheral swelling ("swelling of the feet and ankles"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), confusional state ("brain fog"), fatigue ("fatigue"), mental disorder ("aggravated any psychiatric and/or psychological conditions"), nasopharyngitis ("colds"), sinus disorder ("sinuses"), complication of device insertion ("difficulty (getting one of the coils in) placing the essure") and procedural haemorrhage ("internal bleeding during hysterectomy"). On an unknown date, the patient experienced abdominal distension ("bloating"), gastrointestinal disorder ("gastrointestinal issues"), depression ("depression"), weight increased ("weight gain"), joint swelling ("swelling of the feet and ankles") and peripheral swelling ("swelling of the feet and ankles"). The patient was treated with levothyroxine, naproxen sodium (aleve back and muscle pain), ciprofloxacin betain (cipro) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the back pain had resolved. At the time of the report, the uterine perforation and confusional state was resolving, the pelvic infection, hypothyroidism, fatigue, mental disorder, nasopharyngitis, sinus disorder, complication of device insertion and procedural haemorrhage outcome was unknown, the alopecia and arthralgia had not resolved and the abdominal distension, gastrointestinal disorder, depression, weight increased, joint swelling and peripheral swelling had not resolved. The reporter considered complication of device insertion, confusional state, fatigue, hypothyroidism, mental disorder, nasopharyngitis, pelvic infection, procedural haemorrhage, sinus disorder and uterine perforation to be related to essure. The reporter provided no causality assessment for abdominal distension, alopecia, arthralgia, back pain, depression, gastrointestinal disorder, joint swelling, peripheral swelling and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterine perforation was confirmed ultrasound revealed inverted uterus. On (B)(6) 2013, hysterosalpingogram revealed left fallopian tube had not closed like it should have. In (B)(6) 2013, she was sent for cat scan. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Final risk classification: risk category v. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. Nine (9) additional ae case reports have been received to date in relation to batch number a20063 but only one (1) of these cases refers to a similar type of medical event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 15-nov-2017: events added- ¿hypothyroidism¿, ¿ brain fog¿, ¿fatigue¿, ¿perforation (uterus)¿ with¿ pelvic pain/pain/severe and persistent pelvic pain/pain caused by essure¿ as its symptom, ¿pelvic infection¿, ¿aggravated any psychiatric and/or psychological conditions¿, ¿colds¿, ¿sinuses¿, ¿difficulty (getting one of the coils in) placing the essure¿ and ¿internal bleeding during hysterectomy¿. Event outcome of back pain gts worse - some days I am unable to walk/severe and persistent back pain/back pain(constant stabbing) was recovered / resolved. Start and stop date updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.